Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a faradrive sheath was to treat an atrial fibrillation (afib). Prior to procedure, while aspirating with the catheter in it, a lot of air was observed. Sheath was replaced and procedure was completed without patient complications. Product return is expected.